Manufacturer narrative:
Device analysis: the guide wire and original filter device were received without the oad. The initial visual and tactile examination of the guide wire did not reveal any damage that would have contributed to this event. The spring tip proximal solder bond was measured and was found to be 0.0135" diameter, indicating it is an 0.014" viperwire flextip guide wire, not an 0.018" as stated on the product labeling. Further examination revealed that the solder bonds remained intact and undamaged. Examination of the returned filter device did not reveal any damage that would have contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the reported event was an incorrectly packaged 0.014" flextip guide wire in an 0.018" flextip guide wire package. This is the same issue as MDR 3004742232-2017-00035. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, an abbott nav6 embolic protection device slid off the end of a csi 0.018" viperwire guide wire when removing it from the patient. The physician had advanced the viperwire guide wire and filter into the patient, and loaded a csi orbital atherectomy device onto the guide wire. The physician successfully completed atherectomy and removed the oad from the patient. The viperwire guide wire was pulled back until the distal tip was just distal to the filter. When the physician attempted to retrieve the filter with the guide wire, he was unsuccessful. The guide wire was removed from the patient and the physician was then able to retrieve the filter with a snare device. The patient status remained stable throughout the procedure.